Manufacturer narrative:
Available programming and diagnostic history were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2010 and system diagnostic results revealed high impedance (dcdc ¿ 7). The patient¿s device was tested again on (B)(6) 2010 and system diagnostic showed normal diagnostic results. No patient adverse events were reported. No known surgical interventions have occurred to date. Attempts to obtain further information have been unsuccessful to date.